Manufacturer narrative:
(B)(4). The technical service center received the actual sample for evaluation. The engineer performed the evaluation based on the failure analysis procedure. The results of evaluation, the engineer confirmed that there was a problem on the j4 connector of the accomp board and heater pan. The reported issue was confirmed. The root cause of this problem was a hardware problem- the defect of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Event description:
The patient reported the display did not appear when the patient got up in the morning. The patient turned the connect/disconnect ac power cord, but it did not solve the problem. The technical service center received the actual sample for regular maintenance. The engineer found there was a burnt part on the j4 connector during maintenance.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.